Event description:
A surgeon reported that a knife was found to be blunt during surgery. The knife was contained within a custom pak. No pt harm was reported. Additional information has been requested regarding the specific knife, and details surrounding the event.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).